Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue with the pump. It was alleged that the pump did not prime the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a review of the black box showed no evidence of a load step malfunction and the prime history did not show any unusual prime amounts. The pump powered on normally and successfully completed ez-prime steps. The pump was able to load a (B)(4) unit filled cartridge with no issues. There was no debris found in the cartridge compartment. The pump cover was removed and there were no defects found to the force sensor circuit. The complaint of a ¿prime issue¿ could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.